Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the medical technician that, during a left knee prp injection using the abs-10010s, double syringe system, the surgeon was pulling the syringe back, there was a pop and the internal seal came loose causing the syringe to come out and fall to the floor. There was about 2ccs of blood that spilled onto the floor. The spill was cleaned using the standard process of peroxide and alcohol. The prp injection was completed using a different abs-10010s, double syringe system, same lot number.